Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged the day after implant. During the re-positioning procedure of the lead the setscrew of the device was stuck on the screwdriver. The device was replaced. No patient complications have been reported as a result of this event.